Event description:
It was discovered during a state inspection that the 2800 system exceeds the nevada dose rate limit of 5r/min. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dose rate was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.